Event description:
After administration of tpa for stroke treatment, the perclose a-t device was used to suture the artery. After the suture was deployed, the md was unable to remove the guidewire or sheath. Arterial bleeding from the insertion site was occurring. The pt was taken to the o.r. Emergently and the guidewire and sheath were removed. The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after a diagnostic procedure. Fluoroscopy was performed to determine arteriotomy placement in the common femoral artery. There was no report of difficulty with device insertion. The needles were deployed without resistance. It was reported that the sutures captured. The device was being removed and the guide wire exit port was at skin level when the physician reported that the knot was above the skin. The physician was unable to remove the device and bleeding was noted at the site. The pt was taken to surgery for device removal and closuure of the arteriotomy. The surgeon cut the suture and the device was easily removed. It was reported that the sheath was sutured to the artery. There was no report of adverse pt sequelae.